Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010, alleging that the one touch ultra2 meter has a power issue (does not turn on). The patient manages her diabetes with self adjusting insulin. The power issue began on (B) (6) 2010 at 7 am. The patient did not take any action at the time of concern. At around 11 am, the patient claimed she was sweating and feeling tired. There was no allegation of treatment for severe hypoglycemia or hyperglycemia. During troubleshooting, and based on the information the reporter provided, the customer care advocate concluded that the battery for the meter did not need to be replaced. In addition, there was no evidence of product misuse. However, the power issue was not resolved as the subject meter does not power with the test strip inserted and the button power pressed. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia 4 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.